Event description:
It was reported that a spectrum device infused a (B)(6) old patient with 100 ml of vancomycin in 2-3 minutes. The spectrum device was programmed to deliver 100 ml of vancomycin over 1 hour. The pt experienced red man syndrome, which resolved after a dose of diphenhydramine.

Manufacturer narrative:
(B)(4). During a visit by a baxter representative, it was observed the nurse loaded the secondary infusion below the pump causing free flow. The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.